Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was visible break in the insulation near the jaws (bisector). The assistant noticed an "electrical" burning smell. When she pulled it out it was smoking and the burned insulation was noticed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for lots 25124836, 25124940 and 25125123 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. It showed signs of clinical use and evidence of blood. A visual inspection was conducted. Evidence of tissue and blood were observed on the bisector blade. The insulation on the shaft below the jaws from the distal end was observed melted and the electrical circuitry was exposed. An electrical evaluation was conducted. Functional testing was performed on the bipolar device with a reference generator and reference bipolar cord. A pre-cautery test was performed at different level from 15 -30 watts. The device passed the functional test;. Arcing was not observed. The pre-cautery test was repeated at 60 watts, which is specifically prohibited in the IFU. Arcing was observed at the tips of the device and steam and heat were seen emitting from the area of melted plastic observed in the visual inspection. We were able to reproduce the reported event by selecting settings that were higher than the requirement in the IFU based on the received condition of the device, both the reported failure " electrical issue" & "break" was not confirmed. But was confirmed for the analyzed failure "burn of device". (B)(4). A lot history record review was completed for lots 25124836, 25124940 and 25125123 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. It showed signs of clinical use and evidence of blood. A visual inspection was conducted. Evidence of tissue and blood were observed on the bisector blade. The insulation on the shaft below the jaws from the distal end was observed melted and the electrical circuitry was exposed. An electrical evaluation was conducted. Functional testing was performed on the bipolar device with a reference generator and reference bipolar cord. A pre-cautery test was performed at different level from 15 -30 watts. The device passed the functional test;. Arcing was not observed. The pre-cautery test was repeated at 60 watts, which is specifically prohibited in the IFU. Arcing was observed at the tips of the device and steam and heat were seen emitting from the area of melted plastic observed in the visual inspection. We were able to reproduce the reported event by selecting settings that were higher than the requirement in the IFU. Based on the received condition of the device, both the reported failure " electrical issue" and "break" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was visible break in the insulation near the jaws (bisector). The assistant noticed an "electrical" burning smell. When she pulled it out it was smoking and the burned insulation was noticed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.